Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the users are having issues with the stitching feature of the system as unable to stitch images. Also reported possibly user error, but site requested to look at the system and assist them with this issue. No patient was present at the time of event.

Manufacturer narrative:
(H6) no parts have been received by the manufacturer for evaluation. B17,c20,d15,g04037 are applicable continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000134, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.